Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing in which inappropriate anti-tachycardia pacing (atp) was delivered. Technical services (ts) recommended checking the lead position. This lead remains in service. No adverse patient effects were reported.